Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device. Patient reported a boil at the site (nickel to quarter size and deep), as well as experiencing site pain and discharge. The patient sought medical intervention and was diagnosed with an infection; she was prescribed amoxicillin for 14 days and was advised to take ibuprofen.